Event description:
It was reported that the patient had felt discomfort in their back in 2007. During ipg replacement the same year, the lead was found partially fractured after an intra-operative check had revealed high impedance readings. Product inspection had detected scratches on the outer covering (insulation), of the lead and the case was concluded. Subsequently, the lead was replaced one week later, but would not be returned for analysis. The physician reported that explant damage had occurred due to adhesion during removal and the device was discarded after the case. Refer to MFR report #: 2182207200703932.

Manufacturer narrative:
.